Manufacturer narrative:
Available information suggest this lead will be returned for analysis. Upon analysis this investigation will be updated.

Manufacturer narrative:
Upon receipt at our post quality assurance laboratory the complete lead was returned. Visual inspection noted two loose sutures as well as cuts on the suture sleeve. The lead was electrically continuous. Laboratory analysis could not confirm the allegation related to the dislodgement of this lead while a loose suture sleeve was confirmed by analysis.

Event description:
Boston scientific received information that this patient came into the hospital for a repositioning procedure, due this right ventricular (rv) lead dislodging for the second time since the implant procedure. Upon opening the pocket the physician elected to replace this rv lead. The physician also noted that during the first repositioning procedure of this lead due to a dislodgement the suture sleeve was loose, and it was difficult to get the lead to stay in place in the heart. No adverse patient effects were reported.